Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have a mechanical indentation to the proximal clevis. The complaint was confirmed by failure analysis.

Event description:
It was reported that during an internal service activity, the permanent cautery hook instrument had a broken wire. There was no report of patient involvement.